Manufacturer narrative:
(B)(4). The field service engineer (fse) returned the liquid crystal display (lcd) panel for investigation. The returned panel is now obsolete as a newer version of this product has been released. A new panel was placed in the ventilator and it passed all testing.

Event description:
The field service engineer (fse) was performing a field action to upgrade the display on a ventilator that had an erratic screen. There was no patient involvement.